Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having kyphoplasty spinal therapy. It was reported that liquid in the cement is not suitable to use because of consistency.  It resembled the consistency of jelly. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G2: country of origin is poland g4: similar device with product# cx01a with 510(k)# k102397, UDI # (B)(4) is marketed in united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3:product analysis for part # c05a; lot # fagj184 visual inspection confirmed the polymer vial has been opened. All of the polymer appears to have been used. Unable to determine viscosity of the polymer at the time of use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.